Event description:
Related to MFR report # 2183959-2012-01487, related to MFR report # 2183959-2012-01489. It was alleged by the plaintiff's attorney that on (B)(6) 2006, a perigee graft was implanted in the plaintiff to treat her "recurring problems" following the implant of two other ams products. The plaintiff's attorney alleged the plaintiff now suffers from "stress urinary incontinence, infection, scarring of tissue, erosion of mesh and pain." It was also alleged the plaintiff has and will continue to experience "physical pain and suffering" and "emotional distress" and other damage.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.